Event description:
Cialone, j., mink, j. D1-0008 globus pallidus dep brain stimulation provides benefit and allows medication reduction in young children. University of rochester, USA, 2012. Abstract pre-publication. The objective was to determine if bilateral globus pallidus pars interna (gpi) deep brain stimulation (dbs) is effective for treatment of dyt1 dystonia in children. Gpi dbs is increasingly used to treat primary dystonia in adult patients with inadequate benefit from medications. Few prior reports of gpi dbs in dystonia have included children. Reported events: two of the patients had complications from infection that required removal and subsequent re-implantation of the dbs systems. Three of the patients had dystonic storms in the week after surgery, requiring hospitalization. Further information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
It was not possible to ascertain specific device information from the abstract or to match the events reported with previously reported events. It is also possible that several events occurred in one patient. (B)(4)